Manufacturer narrative:
Product event summary: data files for the device, balloon catheter with lot number 50692, were returned and analyzed. The data files did not show any system noticed on the date of the reported event. No product was returned for investigation; a clinical issue was encountered during the procedure. In conclusion, there was no indication of a product malfunction and no product returned. This was a clinical issue that was encountered during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryoablation procedure, pulmonary vein stenosis (pvs) was suspected due to a deformed cryoballoon. It was noted that the balloon was deformed into a barrel shape and entered into the back of the pulmonary vein (pv) under fluoroscopy during the procedure. The case was able to be completed with cryo. It was further reported that patient experienced hemoptysis. An endoscopic examination and an angiography were performed to attempt an embolization procedure; however, the bleeding source could not be identified. The next day, the hemoptysis grew worse and surgery was performed to remove two-thirds of the left lung. At a follow-up visit, the patient felt suffocated due to the pulmonary resection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this new information is based on journal literature received. Additional contact correspondence/report source: (B)(6). Referenced article: ¿hemoptysis after five months of cryoballoon ablation: what is the relationship?¿ heart rhythm case reports. 201 7;1¿3. Http://dx.doi.org/10.1016/j.hrcr.2017.05.010. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a literature review. The article concluded that "an excessive decrease in temperature and deep balloon engagement should be avoided to prevent the aforementioned complications and pv stenosis. We should consider pv stenosis when hemoptysis or other pulmonary symptoms occur long after cryoballoon ablation."